Event description:
On (B)(6) 2023, I'd undergone cosmetic surgery at (B)(6) center in (B)(6). The procedures to include lipo360, bbl, lipo of my arms, thighs, and chin. J-plasma was inserted in all of the areas except the bbl. I have since been hospitalized a total of 11days. I was diagnosed with severe dehydration, cellulitis, subcutaneous emphysema. On (B)(6) 2023, I underwent emergency surgery to remove an abscesses that formed in my right arm area where the reuvion/j-plasma was inserted. As of today, I'm still hospitalized now. Abscesses are forming under my skin. I have not received any substantial assistance from the surgeon dr. (B)(6).